Manufacturer narrative:
Intuitive surgical received the double fenestrated grasper instrument associated with this event and has completed its evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. The crimp was still intact. Broken strands stuck out at the wrist. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the double fenestrated grasper instrument grips would not open. Reported information indicated that no fragments fell into the patient. No adverse event was reported to have occurred.